Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) ((B)(4)). (B)(4) sent this device to a third party laboratory for additional microbiological testing. The additional microbiological testing indicated no microbial growth for the instrument, the suction and the air/water channels of this device. Therefore, it cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two times of surveillance culturing conducted by the user facility, the microbes were detected as follows from the subject device. [First time] endoscope: 4 cfu / 100ml (bacillus), >100 cfu / 100ml (pseudomonas aeruginosa) [second time] endoscope: 15 cfu / 100ml ((B)(6) warneri), 3 cfu / 100ml (unspecified microbes) the subject device had been reprocessed with soluscope 3, a non olympus automated endoscope reprocessor model, using peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. The additional microbiological testing indicated no microbial growth for the instrument, the suction and the air/water channels of this device. Therefore, it cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".